Event description:
An angio-seal device was deployed without complication and teh pt was discharged to home. Approximately seventeen hours later, they felt a "pop" as they were lying on the couch; they felt a "knot" starting. The pt called 911 and was admitted to ICU, treated with a femostop and observation. Ultrasound was negative for an arteriovenous fistula. The pt reporteldy recovered and was discharged. Attempts to obtain additional info regarding this event have been unsuccessful.